Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that during a procedure they had an issue with the fluoroscopy. They rebooted the system and flexvision would not start. They had to move the patient to another room to finish the case.